Event description:
Customer reported differences in his sensor glucose and blood glucose readings. The customer stated his sensor glucose was 140 mg/dl and his blood glucose was 35 mg/dl. Customer stated he was not hospitalized but required intervention from the paramedics. He stated they had treated him with an IV until his blood glucose went up to 89 mg/dl. The customer stated he did not know his blood glucose was low until it was too late. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.